Manufacturer narrative:
The device was not returned to olympus for inspection; however, the device was evaluated by an endoscopy support specialist (ess) and the customer reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the observation summary report from an endoscopy support specialist (ess), there were some reprocessing deviations observed during the on-site visit, and they are as follows: customer did not have a suction source and used an incompatible disinfectant. The ess provided a reprocessing in-service or reprocessing training to the user facility staff. The ess provided the user facility staff reprocessing training materials for their reference. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the customer did not have a suction source and used an incompatible disinfectant and therefore that customer could not have been conducted reprocessing as described in the instruction manual. Olympus will continue to monitor field performance for this device.

Event description:
Olympus was informed that during an onsite visit, the user facility staff did not have a suction source and used an incompatible disinfectant during reprocessing. No patient infections or injuries reported.